Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that frame rate errors were appearing on the imaging system. To resolve the reported issue, the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the interface (umbilical) cable was damaged. There was no patient present when this issue was identified. No additional information was provided.